Manufacturer narrative:
(B)(4). Device evaluation: the device was received by baxter for evaluation. A visual evaluation was performed. The reported condition of a reservoir rupture was not confirmed. This device is a single use device and was discarded. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. A follow up report will be submitted if additional information becomes available.

Event description:
It was reported to baxter (B)(6) that the reservoir of one (1) regional analgesia infusor w/patient control module had ruptured during filling. According to the report, the device was filled with naropin. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: the device has been received by baxter for evaluation; however, the evaluation has not yet begun. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.